Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence has been estimated. Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. Implant date has been estimated. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that when attempting to deflate the xience prox stent delivery system, the deflation was slow. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.